Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a sling procedure in the hammock position in 2008. The pt had been on coumadin which was stopped. The pt uneventfully underwent the procedure while heparinized. The surgeon placed floseal around the device. The pt was then re-coumadinized. The pt's int'l normalized ratio became elevated to four and one half and her hematocrit dropped, though no source of bleeding was found. On an unk date, the suburethral incision opened exposing the mesh. The surgeon plans to re-close it.